Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s pump had been empty three times. The first time the pump was empty the patient was actually at the clinic and she reportedly passed out. The patient was in the facility for eight to nine hours as the health care provider (hcp) had to start an IV (intravenous) and try to resuscitate the patient. The patient was reportedly ¿just besides herself¿. It was also reported all three empty pump events were due to administrative errors at facilities, no mechanical issue with the pump. The type of medication being delivered via the device system at the time of the event was not provided. Additional information has been requested, but was not available as of the date of this report.